Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, prior to malfunction the customer dropped the pump. Customer's blood glucose (bg) was 546 mg. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.